Event description:
It was reported that a pump triggered an altitude alarm. Customer¿s blood glucose level was 104 mg/dl. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.